Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly the display had dim and faded gradually over a 3 months period. Patient reported that the pump powered up with appropriate audio/vibration alerts and there were no lines or ink spots on the display. Patient stated that the issue was not resolved with battery change or contrast reset to maximum setting. Patient denied that there was moisture exposure or trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.